Manufacturer narrative:
The device is not expected to return for evaluation. The reported complaint cannot be confirmed without the returned sample. A device history review (DHR) could not be completed due to the unknown lot number.

Event description:
The event involved a tego connector that was accessed with a trialysis catheter, that when using continuous renal replacement therapy (crrt) with the tego in place the crrt machine alarmed for air in the arterial line after 2 hours. It was reported that air started right at the tego connection and it was even screwed tightly. There was no problem reported with the blood flow. There was no adverse event and no one was harmed as a result of the reported event.